Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
A healthcare professional reported ¿patient complaint on a change in shape and pain in breast¿, ¿capsular contracture both sides baker iii¿, and ¿both sides ruptured. This record relates the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two patterns along the same edge broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported ¿patient complaint on a change in shape and pain in breast¿, ¿capsular contracture both sides baker iii¿, and ¿both sides ruptured. This record relates the right side. The device has been explanted.